Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to the trunk cable which was pulled from strain relief, pulling heat shrink off of pulse wires shorting them together. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During an investigation for an unrelated issue, a reportable malfunction was found. The belt electrode belt failed a therapy electrode recognition test.